Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the patient pulled of the catheter with force and the distal line removed from the patient. Clinical consequences: bleeding during 1 hour despite compress bandage applied. Suture stitch was performed by a surgeon. On the same day a CT angiography was performed: arteriovenous fistula between the superficial femoral artery and the superficial femoral vein on the right. The patient was then under monitoring and with a bandage.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of dried blood and adhesive residue. The distal end of the catheter appeared to be intentionally cut. Visual examination of the sample confirmed that the distal extension line was separated directly adjacent to the luer hub; the luer hub was not returned. Microscopic examination revealed the point of separation appeared jagged and rough edges, which is consistent with damage seen when undue force is applied to the line. The distal extension line outer diameter measured 2.14 mm which is within specifications of 2.13 mm-2.21 mm per product drawing. The distal extension line inner diameter measured 1.49 mm which is within the specifications of 1.42 mm-1.50 mm per product drawing. This indicates that the wall thickness measured as expected. The length of the catheter body measured to be 242 mm which indicates at least 83 mm of catheter were cut and not returned per product drawing. A manual tug test confirmed that the proximal and medial extension lines were fully secured within the luer hubs. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit cautions the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The IFU also recommends the use of the catheter clamp and the catheter fastener after the catheter has been inserted. The IFU states, "secure catheter to patient by suturing catheter clamp and fastener together to skin, using side wings to minimize the risk of catheter migration". The customer report of extension line/luer hub separation was confirmed by complaint investigation of the returned sample. The distal luer hub was separated from the extension line. The point of separation appeared rough and jagged, indicating that undue force was applied to the extension line. The sample passed all relevant dimensional testing, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, unintentional user error (undue force) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the patient pulled of the catheter with force and the distal line removed from the patient. Clinical consequences: bleeding during 1 hour despite compress bandage applied. Suture stitch was performed by a surgeon. On the same day a CT angiography was performed: arteriovenous fistula between the superficial femoral artery and the superficial femoral vein on the right. The patient was then under monitoring and with a bandage.